Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer stated it occurred twice in 12 hours. Advised the customer to discontinue the use of the insulin pump and revert to back-up plan. The blood glucose reading was 230mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.